Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The pitch down cable was broken at the distal clevis hub. The broken segment which contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci colectomy procedure that the prograsp forceps instrument's wire broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.